Manufacturer narrative:
Updated information found in d10. H10: no product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
H10: a single used d1000 tego was returned on (B)(6)2020 for investigation, and there was no visible damage or anomalies that would suggest that a mating device would unexpectedly disconnect from the connector. The returned d1000 tego was able to be securely connected during pressure and vacuum leak testing without any leakage or propensity to disconnect. No mating devices were returned to evaluate with the used d1000 tego. The complaint is unable to be confirmed.

Manufacturer narrative:
The device is expected to return to the manufacturer; it has not been received.

Event description:
The event involved a patient undergoing dialysis when the nikkiso blood tubing line disconnected from the tego connector. There was approximately 100ml of blood loss, however, there was no medical intervention required and no serious deterioration occurred. The device was changed out with no further problems encountered. The device was in use from (B)(6) 2019 to (B)(6) 2019.